Manufacturer narrative:
The returned device was evaluated and the download data contained a high number of timeouts throughout the run. Upon inspection, it was found that the clutch spring was slipping along the tube nut which could prevent the proper amount of insulin from being dispensed and contribute to high bg¿s. The root cause of this component failure could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 16 mmol/l (288 mg/dl) after wearing the pod between 24 and 36 hours on the arm. Hyperglycemia treated by patient activating new pod.